Event description:
Company representative was informed that a pt reportedly developed a leakage of cerebro spinal fluid approximately two weeks after placement of duragen dural graft matrix. The surgeon reportedly attempted to stitch the dural graft matrix in place.